Event description:
Caller reported a malfunction on the pump, displaying a malfunction code and fault ID. There was no adverse impact on the customer's blood glucose level. The customer continued to use the pump for insulin therapy.